Event description:
It was reported that intermittent occlusion alarms occurred. The issue was resolved by changing the infusion set and cartridge before resuming insulin. There was no adverse impact on the customer's blood glucose level.